Manufacturer narrative:
(B)(4). The carefusion factory service department evaluated the device, verified the compliant and identified that the device was out of calibration. However, carefusion factory service department was not able to determine how the device drifted out of calibration. The carefusion factory service department re-calibrated and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specifications. Upon completion the device was returned to the user facility ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Found during parodic checks. No patient involvement. Fio2's are not consistent p/n (B)(4) unit needs calibration and checked for consistency."